Event description:
Boston scientific received information that threshold testing would not terminate following recognition of the loss of capture (loc). The time was approximately 3 seconds. The patient is pacer dependent and had reportedly became very symptomatic during that time, however, no syncope was observed. Normal brady pacing resumed following the 3 second pause. It was noted that the location in which the test was being performed has had rf telemetry issues from headsets. No additional paitent effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.